Manufacturer narrative:
The biomedical engineer (bme) reported that they were using the telemetry transmitter with the infant probes and the spo2 values were off by 8 to 10 points. When the neonate probes were used, they found that they are more accurate, so the staff has been using the neonate probes instead. They are using these on newborn babies that are not nicu babies. Telemetry transmitter and infant probes are being returned. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following devices were being used in conjunction with the telemetry transmitter. Infant probe, lot: 901587, mfg: 02/18/2019. Tl-273t3 neonatal probes, lot: 907603. Infant probes: model: tl-274t3, lot: 901587, approximate age of the device: 14 months, device manufacturer date: 02/18/2019, unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned. Neonatal probes: model: tl-273t3, lot: 907603. Central nurse's station: model: cns-6201a, sn: (B)(4).

Event description:
The biomedical engineer (bme) reported that they were using the telemetry transmitter with the infant probes and the spo2 values were off by 8 to 10 points. When the neonate probes were used, they found that they are more accurate, so the staff has been using the neonate probes instead. They are using these on newborn babies that are not nicu babies. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that they were using the telemetry transmitter with the infant probes and the spo2 values were off by 8 to 10 points. When the neonate probes were used, they found they were more accurate, so the staff had been using those instead. They were using these on newborn babies that were not nicu babies. The customer sent the transmitter and probes in for evaluation. No patient harm or injury was reported. Investigation summary: testing conducted by nihon kohden on the returned device and probes showed that the reported inaccurate reading was not caused by either the device or the spo2 probes. It is therefore likely that the factors contributing to the reported inaccuracy might be due to the setup and/or testing apparatus. The infant probe (tl-274t3) is smaller than the neonate probe (tl-273t3) and requires different attachment sites. The difference in the probe size could affect the effectiveness of such attachment to the simulator and/or actual patients, therefore causing the discrepancy in readings. The customer stated the patients were "newborn and not nicu babies" but did not specify patient weights. Since this is not a recurring issue, the most probable cause is the setup and/or testing apparatus.

Event description:
The biomedical engineer (bme) reported that they were using the telemetry transmitter with the infant probes and the spo2 values were off by 8 to 10 points. When the neonate probes were used, they found they were more accurate, so the staff had been using those instead. They were using these on newborn babies that were not nicu babies. No patient harm reported.